Event description:
It was reported that a flocculent white substance was observed in the lower end of the filter of a prismaflex m60 set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a presence of air bubbles inside the dialysate compartment of the filter. The whitish color on the bottom of the filter is condensation, made by the contact between the air in the dialysate compartment and the blood going through the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.